Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was performed. 7000 units of heparin were given. During formation of the flex ball inside the laa it was noticed that a clot was forming on the watchman truseal access system (was). The watchman delivery system was pulled back and then it was attempted to aspirate from the was, which did not work. Then the was was pulled back into the right atrium and out of the body taking the clot with it. At this point the activated clotting time (act) was 239 seconds and another 3000 units of heparin were given. It was then noticed there was a clot on the septum in the right atrium when crossing back across the septum but it was decided to proceed since it was on the right side. It was then noticed that the clot was no longer there. The watchman device was successfully implanted meeting anchoring criteria. The patient has fully recovered.